Event description:
On (B)(6) 2020, this patient underwent an endovascular procedure to treat an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. The endoprosthesis (tgm454515j) was deployed at first. The second endoprosthesis (tgm454510j) was deployed proximal to the first endorposthesis, at just distal to the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2020, the patient complained of left chest pain in the morning, but there was no electrocardiogram changes. Computed tomography angiography (cta) was performed, and dissection in the ascending and the descending aorta was confirmed. It was reported that the ascending aortic dissection was thrombosed and the coronary arteries were not affected. An antihypertensive agent and a sedative were started, and the patient was monitored. It was also reported that no endoleak was observed post initial procedure. On (B)(6) 2020, cta was performed again. The diameter of the dissections were not changed, and the patient's symptom was reportedly reduced. The patient is being monitored. On (B)(6) 2020, another CT was performed. It showed the dissection had not extended further and there was no enlargement of the false lumen. The patient is being monitored with medication for blood pressure control. The physician felt that manipulation of a guidewire or the delivery catheter may have contributed to the dissection. He also stated that no dissection was detected during the procedure. The physician also reportedly felt that the delivery system of the gore® tag® conformable thoracic stent graft with active control system is slightly stiff and hard, which also may have contributed to the dissection.

Manufacturer narrative:
Additional information: h.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. H.6. Conclusion code 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but is not limited to vascular trauma.

Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but is not limited to vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent an endovascular procedure to treat an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. The endoprosthesis (tgm454515j) was deployed at first. The second endoprosthesis (tgm454510j) was deployed proximal to the first endorposthesis, at just distal to the left subclavian artery. The patient tolerated the procedure. On (B)(6), 2020, the patient complained of left chest pain in the morning, but there was no electrocardiogram changes. Computed tomography angiography (cta) was performed, and dissection in the ascending and the descending aorta was confirmed. It was reported that the ascending aortic dissection was thrombosed and the coronary arteries were not affected. An antihypertensive agent and a sedative were started, and the patient was monitored. It was also reported that no endoleak was observed post initial procedure. On (B)(6) 2020, cta was performed again. The diameter of the dissections were not changed, and the patient's symptom was reportedly reduced. The patient is being monitored. It was reported that additional cta will be performed on (B)(6) 2020, and the physician will consider if open surgery is needed.